Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils. During the procedure, the physician deployed a ruby coil into the aneurysm, however, it was determined that a larger coil would be a better option. While resheathing the ruby coil, it unintentionally detached partially in the hub of the catheter and partially in the introducer sheath. Then physician removed the detached coil from the hub with their hand and the procedure continued. There was no report of an adverse effect on the patient.